Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed alerts for high defibrillation impedance measurement of the right ventricular lead. There were no patient symptoms reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions

Manufacturer narrative:
Additional information: b1, b2, b5, h1, and h6.

Event description:
New information received notes that the lead was explanted and replaced. There were no patient consequences.